Manufacturer narrative:
There was no impact of consequence to the patient as a result of the tip separation. The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation. No medical images or medical records have been made available to the manufacturer. The definitive root cause for the break in the catheter could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Device unavailable for return- discarded.

Event description:
The physician advanced the wingman device to the occlusion via the popliteal artery over a .014 guidewire. Once he engaged the occlusion cap he began to core a path and worked for a few minutes to break through the cap. After successfully breaking through the cap, the wingman and wire were advanced. The wingman device was removed. On removal, the technician looked at the wingman catheter and noticed the distal tip had partially sheared from the body of the catheter. The technician peeled the tip off the device.